Event description:
It was reported that during the implant procedure, there was high impedance on the right ventricular (rv) coil of the rv lead. The doctor replaced the rv lead as well as the implantable cardioverter defibrillator (ICD) with a new rv lead and new ICD, as the doctor suspected there could be some problem with the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.